Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid femoral artery that was a chronic total occlusion, heavily calcified and 90% re-stenosed. The supera 5 x 180 6f peripheral stent system could not cross the lesion due to the patient anatomy. The failure to cross was not due to an interaction of devices and there were no other device issues noted. An armada 35 was used to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Device analysis revealed the stent implant was returned out of the distal sheath and fully expanded.

Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported failure to deploy could not be tested due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, new information indicated that the supera premature deployed in the sheath in the patient anatomy and was removed from the target lesion during sheath removal.